Event description:
It was reported that during an unk procedure when the device was fired the cartridge fell into the pt. The cartridge was retrieved. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.